Manufacturer narrative:
(B)(4).

Event description:
It was reported the device was explanted due to inadequate hv output. The patient condition was stable.

Manufacturer narrative:
The reported field event of inadequate hv output was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.